Manufacturer narrative:
Retaining clip. The issue was resolved for the customer by the service tech attaching the retaining clip on the siderail.

Event description:
It was reported by service report that the side rail would not lock into place due to the retaining clip for the guide pin not being attached. There was pt involvement; however, no adverse consequences are reported.